Manufacturer narrative:
Health effect - impact codes was originally reported as f26 and has been corrected to f27 for no patient involvement. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, pump turns off occurred through troubleshooting of the device. A review of the event history log revealed events of improper shutdown. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was not verified. Evaluation found the device working as intended. No correction is required. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off upon power up at medicine ii. There was no patient involvement. No additional information is available.